Event description:
The reporter was a home care nurse who rec'd the er1 message twice when testing a pt. During a control solution test while on the telephone with the lifescan rep, the reporter expressed frustration, and when asked if she had used this meter before, said "yes, it is just like the onetouch that I have." After further discussion, she stated she realized that she had been applying the solution to the confirmation dot on the wrong side of the test strip, which is the technique for the onetouch. Using the correct technique she rec'd an in-range (92-139) reading of 129. She performed a blood test on her pt and got a result of 134. She stated she was covering for the primary nurse who was on vacation and said "I am not used to this meter."